Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the recurrence of pain is the patient's fall. It was the surgeon's decision to remove the implants at the patient's request. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7055-100, lot# 493583, mfd. 15 oct 15, exp. 2020-10-15, gtin (B)(4); 2nd (second): ifuse implant, p/n 7045-100, lot# 493836, mfd. 24 feb 17, exp. 2022-02-24, gtin (B)(4); 3rd (inferior): ifuse implant, p/n 7030-100, lot# 222252, mfd. 21 jan 15, exp. 2020-01-21, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were installed. The patient had pain relief for one year before complaining of a recurrence of si joint pain after a fall from a ladder. A different surgeon thought that the implants looked well positioned with possibly only the inferior positioned implant not being fully across the si joint. The patient requested that all the implants be removed. In (B)(6) 2019, the surgeon performed a revision procedure where he removed all the implants with chisels. The patient's pain symptoms resolved following the revision procedure.